Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered two inappropriate shocks and what seems to be asystole in between when the patient ran for the bus this morning and only 200 m until the patient felt very faint and lost consciousness for 4 minutes according to the people who helped. A very similar episode was reviewed on the data available on latitude, approximately a year ago and other three shocks a month after that, for which the patient has received atrial fibrillation (af) ablation. The patient was hospitalized until the technical services (ts) analysis was completed. Upon reviewed, it was noted the oversensing was exhibited, noisy signals, myopotentials and under sensing was present on the episode. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the inappropriate shock induced ventricular fibrillation (vf) and then the device did not convert the rhythm. The technical services (ts) indicated that during implant procedure and vf induction and the device did not successfully convert the rhythm, which could be indicators of suboptimal energy reaching the heart mass. The ts recommended to reposition the system. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock for myopotential oversensing on the alternate vector. An automatic setup was performed, and it did not allow to switch to another vector. The technical services (ts) recommended to discuss with the physician about keeping this device as no alternative vector can be programed. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered two inappropriate shocks and what seems to be asystole in between when the patient ran for the bus this morning and only 200 m until the patient felt very faint and lost consciousness for 4 minutes according to the people who helped. A very similar episode was reviewed on the data available on latitude, approximately a year ago and other three shocks a month after that, for which the patient has received atrial fibrillation (af) ablation. The patient was hospitalized until the technical services (ts) analysis was completed. Upon reviewed, it was noted the oversensing was exhibited, noisy signals, myopotentials and under sensing was present on the episode. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the inappropriate shock induced ventricular fibrillation (vf) and then the device did not convert the rhythm. The technical services (ts) indicated that during implant procedure and vf induction and the device did not successfully convert the rhythm, which could be indicators of suboptimal energy reaching the heart mass. The ts recommended to reposition the system. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered two inappropriate shocks and what seems to be asystole in between when the patient ran for the bus this morning and only 200 m until the patient felt very faint and lost consciousness for 4 minutes according to the people who helped. A very similar episode was reviewed on the data available on latitude, approximately a year ago and other three shocks a month after that, for which the patient has received atrial fibrillation (af) ablation. The patient was hospitalized until the technical services (ts) analysis was completed. Upon reviewed, it was noted the oversensing was exhibited, noisy signals, myopotentials and under sensing was present on the episode. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the inappropriate shock induced ventricular fibrillation (vf) and then the device did not convert the rhythm. The technical services (ts) indicated that during implant procedure and vf induction and the device did not successfully convert the rhythm, which could be indicators of suboptimal energy reaching the heart mass. The ts recommended to reposition the system. No additional adverse patient effects were reported. Additional information was received which indicated that, the patient received an inappropriate shock for myopotential oversensing on the alternate vector. An automatic setup was performed, and it did not allow to switch to another vector. The technical services (ts) recommended to discuss with the physician about keeping this device as no alternative vector can be programed. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) and this electrode delivered two inappropriate shocks and what seems to be asystole in between when the patient ran for the bus this morning and only 200 m until the patient felt very faint and lost consciousness for 4 minutes according to the people who helped. A very similar episode was reviewed on the data available on latitude, approximately a year ago and other three shocks a month after that, for which the patient has received atrial fibrillation (af) ablation. The patient was hospitalised until the technical services (ts) analysis was completed. Upon reviewed, it was noted the oversensing was exhibited, noisy signals, myopotentials and under sensing was present on the episode. The technical services (ts) discussed troubleshooting options. This electrode remains in service. No additional adverse patient effects were reported.